Manufacturer narrative:
Product ID 97745,serial# (B)(4). Product type programmer, patient product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were meeting with the patient on (B)(6) 2020 and the patient was still unable to communicate with the ins. The rep indicated that the last time he met with the patient on (B)(6) 2020-04-13 he ran the passive recharge function 5 times and disabled and reenabled the ins 2 times. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the technical service specialist (tss) and engineering team spoke with rep today prior to meeting with patient. Tss reviewed factors around the situation: so far, multiple passive charging sessions had been done over the past month and multiple disable/re-enable attempts had been made without resolution. The rtm was replaced earlier in april but that had not resolved the telemetry issue either. Tss coached the rep to try placing a new controller close to the ins while working with the patient. Tss spoke again later with the rep while he was with the patient and they attempted 3 passive recharge sessions (they were getting numbers around 98 and 100) but this didn't resolve the telemetry issue. 3 disable and re-enable commands were tried but this didn't resolve the issue either. This was all done using the patient's new rtm, a new controller and the patient's existing li battery pack. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulat or. Information was reported that the patient has been getting no device found for a few weeks. The patient confirmed in 2020. The patient called back when they had their equipment. While on the call, the patient with using their controller and recharger therapy monitor (rtm) to connect to the implant. The patient stated she is getting the passive recharge screen and that's what she was getting a week ago. The meaning of the passive recharge mode screen was reviewed and it was recommended the patient keep the rtm over the implant to complete the passive recharge process until the normal recharging screen comes up and to call if there is a question. They called back on (B)(6) stating that she was having the same issues where she cannot charge her ins and her ins has been depleted"for a while". She would like to have a rep be at the upcoming doctor's appointment in order to assist her because even after troubleshooting done in this case, she was still having the same issue. Additional information received from a manufacturer representative and a consumer on (B)(6) 2020 stated that the ins could still not be charged. They had gone through passive recharge mode three times and the implant did not go back to her normal charging screen. The antenna locate was tried, and the values were : 73-73-73 (in air) 73 -100-100 (on implant). Software problem 1. Intellis 2. 3.6 3. 58 4. Qf_new was seen. It was reported the controller had been reset, and the ins had been dead for a while. The ins was not able to be charged. The patient reported she had an appointment with her hcp. Additional information received via a rep stated that the patient had an appointment with her healthcare provider (hcp) and the rep requested additional information about restarting the ins. It was reported that the patient had been unable to charge in two months, they were stuck in pmr and the device not found and software problem screens would be seen. Additional information received stated that 3 passive recharge sessions were done, but charging was not possible. The rep planned to disable and reenable the device but the issue was not resolved. The software problem message was still seen. It was reported the recharge telemetry module was not charging the ins. Patient was issued a new recharge telemetry module. They called back on (B)(6) and stated that they saw no device found with the recharger. They were sent a patient controller. Additional information was received from a consumer and a manufacturer representative regarding the patient on(B)(6) 2020. It was reported that the patient received the replacement patient controller and she was still getting the no device found screen, she was unable to recharge, and then she needed to finish setting up the patient controller. It was noted that all of the external equipment had been replaced. The patient was going to contact her manufacturer representative and health care professional to discuss next steps. The patient noted that they have not been able to recover the device and that there are no further attempts are planned to try and resolve the issue. Surgical intervention has not yet been planned to resolve the issue. There were no further complications reported.

Event description:
Additional information was received from rep who stated that a box was ordered to return ipg today and that rep will update once in the mail.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator found an ins hybrid anomaly with eos/esd induced damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2020. They reported information that has already been documented in this file regarding the ins not being able to be pulled out of a passive mode recharge (pmr) state. They confirmed that there currently were no plans to explant the ins. Since the patient is able to get pain relief from their pump device, they have decided to keep the ins implanted but just not use it, since they were unable to get it to charge. The rep stated that if surgical intervention to remove the ins is planned or scheduled, they will provide an update. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins was replaced and the recharging issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they had their ins replaced in 2019 the (current) ins only worked for "maybe 4-5 months". Patient didn't charge the ins for over a week, but when she attempted to recharge the ins, the ins wouldn't charge. She then met with manufacturer representatives several times for troubleshooting. Through this troubleshooting, it was determined they had a "defective battery" so the patient is scheduled for another surgery to address the issues, two weeks from (B)(6) 2020. No further complications were reported.